Event description:
Received photographs of an oxygen concentrator with the plastic base melted.

Manufacturer narrative:
The oxygen concentrator base sustained external fire damage. A burnt cannula was returned with device. It appears the cannula tubing was ignited by an external source and burnt back towards the device traveling under its base, resulting in external damage to the oxygen concentrators base. The device's electrical system operated normally when plugged into a power source. The oxygen concentrator was not the source of this fire.